Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed error code 454985, which indicates a problem with the pump's motor or speed control. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 5/29/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 45985 occurred¿ was confirmed. Testing found error code 45985 (watchdog_alarm_time), in the event log. The error occurred due to fluid ingress inside of the pump that corroded the circuit board, liquid crystal display (lcd) and the downstream occlusion sensor. Replaced the printed wiring assembly (pwa) board, ground plate, lcd, tape, foam, flex tab, downstream occlusion sensor, bezel and seal. Further investigation found that the lens was scratched, and the battery compartment was cracked. Replaced the lens, lens seal, battery compartment, springs, pogo contacts, pwa foam, separators, gaskets, universal serial bus (usb) insulator, keypad and labels. Installed software. Performed dso/uso sensor calibration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.